Event description:
It was reported that during inspection for use, the gastrointestinal videoscope displayed a scope communication error (error b30). The procedure was completed using an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.